Event description:
The surgeon noticed fractures at the tip on the 12 french airseal trocar during the robotic myomectomy. Two larger pieces at the tip were removed from the trocar and removed from the patient prior to reinsertion of the obturator and removal of the 12 french trocar. The trocar was examined by the surgeon and was saved.